Event description:
It was reported that a pulse oximeter was inoperative and the battery was replaced. The unit passed the power on self-test (post) and there was video but no audio alarm. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).